Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced infusion set pulled cannula event on (B)(6) 2026 and patient experienced high blood glucose level and had ketones treated with insulin shots and had ill and vomiting.